Event description:
Safety mechanism is not work. The steel needle cannot be retracted.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Manufacturer narrative:
Event date updated in b tab investigation results: the complaint that the needle did not retract was confirmed and the cause appeared to be manufacturing related. One 20g insyte autoguard device from lot 3166518 was provided for investigation. Misplaced adhesive was identified on the device, which prevented the safety mechanism from being activated. A trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identify the root cause. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
Date of occurrence updated to unknown.